Event description:
It was reported that an alert was received for high hvli and pli. During interrogation device was sensing at a rate of 60bpm. However surface EKG showed intrinsic activity at a rate of 80bpm. Re-interrogating did not resolve the issue. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed the impedance measurement anomalies to be due to an anomalous component within the hybrid.